Event description:
On (B)(6) a (B)(6) hospital customer stated the rotaflow would not function while in use in an ambulance during transport. User had the ambulance system switch from inverter power to generator power. Once the system was switched to generator power, the device functioned as intended. This event impacts the rotaflow console material number (B)(4), serial number (B)(4). Reference complaint (B)(4).

Manufacturer narrative:
(B)(4). The device was evaluated by a (B)(4) technician and the battery pack was replaced. The device was tested to factory specifications and passed all tests. (B)(4).